Manufacturer narrative:
The customer refused service on this unit due to the battery is out of warranty. No service repair was performed on this unit.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is damaged. The customer reported there was no patient involvement.